Manufacturer narrative:
Based on the information provided, the cause of the reported injury is unknown. It was confirmed that the site did not allege any malfunction of an isi device, system or accessory to have occurred. As a result, the site is not returning any of the isi products used during the procedure. However, if additional information is received, a follow up MDR will be submitted. On system log query, it was confirmed that with the exception of one the medium clip applier instrument, all the other instruments (permanent cautery hook, fenestrated bipolar forceps, two medium -large clip applier) were used in subsequent procedures. Isi has reviewed the site¿s system logs with a procedure date of 20- february- 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted adrenalectomy surgical procedure, the patient allegedly experienced severe bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the patient allegedly experienced severe bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding. On 11-march-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the patient was a female, and he does not have any additional patient information. During the procedure, an unspecified vessel got injured and was ¿bleeding profusely.¿ the surgical field was filled with blood to the point the surgeon could not see anything. As a result, the procedure was converted to an open surgical procedure. After the case was converted to an open traditional surgery, the surgeon was able to control the bleeding by placing sutures on the vessel and complete the surgical procedure. The patient is reported to be recovering well. The estimated blood loss is unknown at this time. The csr stated there was blood requested to the or; however, he does not know if it was transfused to the patient. The csr also confirmed, that the site did not allege any malfunction of an isi devise, system or accessory to have occurred. As a result, the site will not be returning any of the instruments and accessories used during the procedure. At this time, it is unclear as to how the injury occurred, and what instruments were used at the time of the injury.